Event description:
It was reported that the pink slide did not move forward and the needle did not fully deploy, indicating a needle mechanism failure. Pod was not worn. No treatment and no blood glucose levels were mentioned.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 56 pulses, deactivating a pulse after second prime. The pod data showed no issues in the first or second prime sequences when the needle would deploy. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle did not deploy event could not be determined. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.